Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Low flow alarms were unable to be confirmed through the submitted log files, and a specific cause for the reported low flow alarms could not be conclusively established. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. It was noted that the controller event log file contained approximately 3 hours of information due to a high number of routine pulsatility index (pi) events that would have overwritten older data, per design. The system appeared to be operating as intended and there were no notable alarms active in the log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to emergency room for a fall in a rehab facility. The patient was admitted and noted with multiple pulsatility index (pi) events and a low flow event on system controller of 1 second but not present during the history review. The low flow event reported is no longer in the event log file. It was overwritten by newer incoming data. There were no unusual events recorded in the log file event history. The fall was not device related. Mechanical fall was unwitnessed with alarms, however the patient experienced small subarachnoid intracranial hemorrhage, without neurologic deficits, bacteremia with e. Faecalis. The onset of bacteremia was (B)(6) 2023. The patient was treated with antibiotics. They also had chronic anemia, and subtherapeutic international normalized ration (inr)-which was addressed during admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.